Event description:
It was reported that during a prostate procedure, the fiber cap had detached inside the patient at 25,139 joules. The physician was able to retrieve the fiber cap with graspers. There was no indication or report of any part of the device remaining inside the patient. A second fiber was used to complete the case. No injury to patient was reported.

Manufacturer narrative:
(B)(4).